Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on his compact plus meter, compared to a professional meter, within 10 minutes: 130 mg/dl on customer¿s compact plus meter and 290 mg/dl on professional meter. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent

Manufacturer narrative:
Correct date of event and date received by mfg is (B)(6) 2017.